Event description:
It was reported that reduced blood flow occurred. In (B)(6) 2025, the patient reported having had chest pain for several weeks. The patient received medication, and percutaneous coronary intervention was scheduled for a later date. Two weeks later, the patient was hospitalized for further evaluation and treatment. The 100% in-stent-restenosis (isr) extending from the proximal right coronary artery (rca) extending to the right posterior descending artery (rpda) was treated with laser atherectomy, and balloon angioplasty. A cutting balloon was then used in the entire rca vessel. Ivus was performed and revealed isr at the junction of the mid and distal rca. A 4.0 mm x 30 mm agent dcb was used at the proximal rca, a 3.50 mm x 30 mm agent dcb was used at the mid rca, and a 2.50 mm x 30 mm agent dcb was used at the distal rca, all successfully. Post revascularization, 29% stenosis was noted with timi flow 1. It was further reported that post revascularization, 29% stenosis was noted with timi flow 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. As per the agent instructions for use, slow flow/no reflow, vessel injury (spasm, dissection, perforation, rupture, arteriovenous fistula, aneurysm) and vessel occlusion (abrupt closure, slow flow/no reflow, thrombosis, restenosis), are known adverse events associated with device use.

Event description:
It was reported that reduced blood flow occurred. In (B)(6) 2025, the patient reported having had chest pain for several weeks. The patient received medication, and percutaneous coronary intervention was scheduled for a later date. Two weeks later, the patient was hospitalized for further evaluation and treatment. The 100% in-stent-restenosis (isr) extending from the proximal right coronary artery (rca) extending to the right posterior descending artery (rpda) was treated with laser atherectomy, and balloon angioplasty. A cutting balloon was then used in the entire rca vessel. Ivus was performed and revealed isr at the junction of the mid and distal rca. A 4.0 mm x 30 mm agent dcb was used at the proximal rca, a 3.50 mm x 30 mm agent dcb was used at the mid rca, and a 2.50 mm x 30 mm agent dcb was used at the distal rca, all successfully. Post revascularization, 29% stenosis was noted with timi flow 1.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that reduced blood flow occurred. In november 2025, the patient reported having had chest pain for several weeks. The patient received medication, and percutaneous coronary intervention was scheduled for a later date. Two weeks later, the patient was hospitalized for further evaluation and treatment. The 100% in-stent-restenosis (isr) extending from the proximal right coronary artery (rca) extending to the right posterior descending artery (rpda) was treated with laser atherectomy, and balloon angioplasty. A cutting balloon was then used in the entire rca vessel. Ivus was performed and revealed isr at the junction of the mid and distal rca. A 4.0 mm x 30 mm agent dcb was used at the proximal rca, a 3.50 mm x 30 mm agent dcb was used at the mid rca, and a 2.50 mm x 30 mm agent dcb was used at the distal rca, all successfully. Post revascularization, 29% stenosis was noted with timi flow 1.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. As per the agent instructions for use, slow flow/no reflow, vessel injury (spasm, dissection, perforation, rupture, arteriovenous fistula, aneurysm) and vessel occlusion (abrupt closure, slow flow/no reflow, thrombosis, restenosis), are known adverse events associated with device use.